Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not holding the tubing. The customer's blood glucose was over 600 mg/dl. The customer stated that they changed out the infusion set, locked the reservoir in place and tugged on the tubing and it fell out. Troubleshooting was performed and it was advised that the insulin pump return. The customer declined troubleshooting for the high blood glucose and treated with insulin shots.

Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken belt clip rails, stained keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.